Event description:
Customer received the following result on the advantage system within 10 minutes: 28 mg/dl, 66 mg/dl, 525 mg/dl, hi, and 28 mg/dl. Customer was unresponsive at the time, and family treated her with oj, sugar, and honey. Paramedics were called, and customer had a low result on their meter (result unk), and result of 288 mg/dl on the advantage system within 2 mins of paramedic's result. Treated with glucagon and taken to the hospital, where she was treated with ivs. No quality controls were used. The customer did not provide the location where the discrepant results were obtained. Requested return of suspect device and replacement was sent.